Event description:
The reporter contacted lifescan on behalf of the pt alleging that their one touch basic enhanced meter was prompting the not ok message. The medical affairs specialist spoke with the reporter to obtain additional information. The meter started prompting the not ok message starting 7/2005. Pt contacted their family member and family member brought a spare meter. The pt maintained their 70/30 and r insulin regimens throughout the time of concern. Pt obtained elevated results in the 400 mg/dl range and complained of chest pains and perspiration. Pt was eventually taken to their physician's office as a result of the symptoms. Their physician obtained a 284 mg/dl on their meter and referred pt to the ER. As a result of the chest pains, the physician believed the pt was suffering a heart attack. Pt's family member drove pt to the ER, where pt was treated for high blood glucose levels overnight. The customer care representative walked the reporter through cleaning the meter, while focusing on the optics area. The meter prompted the not ok message upon powering on. The pt did not allege harm. There is no information to suggest that the pt experience injury or medical intervention due to the product. Pt obtained elevated results on their family member's meter, experienced symptoms, maintained their insulin regimen, and was treated for relatively high blood glucose levels. The meter, test strips, and control solution were replaced.